Event description:
One touch lancing device (onetouch ultra soft) with spring mechanism bruises skin. Both forearms of pt bruised. Pt has afib, is taking anticoagulant (warfarin or pradaxa) that makes pt prone to bruising. Pt is diabetic. Discontinuance of blood sugar testing is against medical advice. Continued blood sugar testing will cause substantial bruising. Standard practice is blood sugar test with lancing device 4 - 6 times per day. Noninvasive glucose meter are not available yet. Most if not all lancing devices will cause bruising to all bruising prone pts and also current generation of lancing devices mitigate compliance with medical advice for blood sugar testing due to pain and bruising.